Event description:
Consumer states "they received new shower bench from va about 2 weeks ago. Consumer has home health aide that comes in home and assist with husband. Home health aide went to use new shower bench and the bench slides when husband is in shower bench. Home health aide advise (B)(6) not to use shower bench anymore due to it being dangerous due to shower bench slides when in tube. Consumer is asking for a different shower bench. Advised consumer to call va and let them know the problem regarding the new shower bench."

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. Model 96-2, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number (B)(6) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an 89 year old male, 5' 6" who weighs 135 lbs. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the 96-2 shower chair is allegedly sliding in the shower when her husband sits down. The consumer has a home health aide who advised consumer not to use the shower chair as the suction tips on the legs do not hold. The consumer has a tiled walk in shower. The consumer is to call the va, from whom the received the 96-2 shower chair to resolve this issue. The consumer has had this shower chair for approximately 2 weeks. No injury alleged.